Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact, the dso (downstream occlusion sensor) seal had a bubble, the latch lock handle was loose. The customer stated problem was confirmed. Error code 45520 appeared at start-up. The keypad was replaced for the issue. The screw for the latch lock handle was replaced for loose handle. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed error 45520 nd latch/lock loose during bench testing. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact, the dso (downstream occlusion sensor) seal had a bubble, the latch lock handle was loose. The customer stated problem was confirmed. Error code b)(6) appeared at start-up. The keypad was replaced for the issue. The screw for the latch lock handle was replaced for loose handle. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed error (B)(4) nd latch/lock loose during bench testing. No patient involvement was reported.